Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pjz255-z334h38, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long was the procedure extended to remove the needle? Approximately 15 ¿ 20 minutes. Was the needle removed during the initial procedure? Yes. Was there any change in the patient post op care due to the extended procedure? No. Do you have any suture or samples of the same lot for evaluation? No. What is the surgeon opinion as to relationship of the suture contributed to the event? The physician stated it is unusual to have a needle break. What is the current condition of the patient? Discharged home.

Event description:
It was reported via voluntary medwatch report that the patient underwent laparoscopy on (B)(6) 2020 and suture was used. The laparoscopy was for malfunctioning tenckhoff catheter removal and insertion of a new double cuffed straight curled tip tenckhoff catheter to the left side of the abdomen. The needle broke off in the patient¿s abdominal while closing. The hassan trocar was removed and surgeon began to close the intra-abdominal wall in an open fashion. Upon passing the last half of a figure-of-eight stitch, the needle broke at the hub. The incision was lengthened, tissues examined and palpated with no obvious needle identified. The hassan trocar was reinserted, abdomen re-inflated and the field immediately adjacent to the entry point was inspected. Fluoroscopy was called to the room and the left lower quadrant 5 mm trocar removed and moved the camera to this position. A second 5 mm port was inserted in right lower quadrant. Using c-arm and direct visualization, confirmed peritoneal cavity was clear. The needle identified in the abdominal wall musculature. It was localized and ultimately the needle was recovered in its full length with no retained foreign object and insertion of a new double cuffed straight curled tip tenckhoff cath to the left side of the abdomen. The procedure time was extended 15-20 minutes to retrieve. The patient was discharged home. It was reported that while the procedure time was extended to retrieve the needle, there was no permanent injury noted to the patient. There were no adverse patient consequences reported.